Event description:
The customer reported that during a procedure, the device activated but did not seal the tissue. It is unknown if regrasp alarms or endtones (indicating completed seal cycles) were heard. There was no unanticipated bleeding. Another device was opened and used to complete the procedure.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). One used ls1037 device was returned and evaluated. Visual inspection found no defects. The device was activated on simulated tissue with acceptable results and a visual seal effect was observed. Further functional testing was performed on porcine kidney tissue. Multiple seals on various size vessels were made in an attempt to duplicate the customer's complaint. All seal cycles completed satisfactorily. The knife cut cleanly when activated on cut test media. The investigation found the device to function normally and within specifications. A device history review was completed and no entries pertinent to the customer's report were noted. Covidien could not confirm the customer's report.